Manufacturer narrative:
Device not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose levels of 20.9 mmol/l. The customer reported that the clear locking ring at the entrance to the reservoir compartment has broken off and fallen off. The customer reported that she was high because she forgot to bolus earlier. It was reported that customer took a correction bolus before calling and now she was fine. The customer was advised to replace out the insulin pump. The insulin pump is expected to return for analysis.